Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra link meter prompted an error 5 message. The pt took 18.5 units of insulin based on a sliding scale as a result of the product issue. The pt denied seeking medical attention. The pt did not develop any symptoms. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The test strips were in good condition. This complaint is being reported because the product issue was not resolved during troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.